Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by excessive motor bearing wear with shaft end play, and black material around the bearing. The inner and outer gearbox bearings were also worn, with the inner bearing cage and bearings disintegrated and the outer bearing cage starting to disintegrate. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.